Manufacturer narrative:
This report is submitted on 30 april 2020.

Manufacturer narrative:
This report is submitted on 24 october 2019.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. Subsequently the device was explanted on (B)(6) 2019 and the patient was re-implanted with a new device during the same surgery.